Manufacturer narrative:
Device history record review was conducted for the reported lot number. Currently unable to establish a relationship or impact to the reported observation due to no product available or serial number provided. The devices involved in this event were not returned; therefore, an investigation was unable to be performed. (B)(4).

Event description:
User facility reported via medwatch (B)(4) that during the last 3 seconds of a successful novasure procedure "smoke and fluid came from around the cervix and device". They reported the pt received cervical and vaginal burns. Treatment for the burns included silvadene (silver sulfadiazine) cream and the pt was discharged. The physician's nurse reported the pt is doing fine on f/u.